Event description:
It was reported to philips that the system shut down during a case. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the review module which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a vascular procedure and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system automatically shuts down during use. Review of the log file didn't confirm the reported malfunction. The fse found that the review module off button was stuck inside, and the system switched off automatically due to malfunction of the button. The fse replaced the review module kit to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.